Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The patient has alleged cough and anxiety. There was no report of serious patient harm or injury. The device was returned to the manufacturer but not yet evaluated. A follow-up report will be submitted when the manufacturer's investigation is complete.